Event description:
It was reported that the patient developed an infection and the implantable cardioverter and lead were explanted. The patient was in stable condition throughout the procedure. A system replacement would be considered upon the patients infection clearing. No further information was reported.

Manufacturer narrative:
Final analysis found normal lead characteristics.